Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient had been "feeling like a little buzz where the device is implanted". Follow up disclosed the patient was seen by the physician and no problems were found with the device. The device remains in use. No patient complications have been reported as a result of this event.